Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a leaking sample filter case. The fse replaced the filter casing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous ise (ion-selective electrode) patient results with low anion gap on their dxc 700 au chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no impact to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for five (5) patient samples.